Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to electrical board. Unable to perform self-test, and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s display was flashing. There was a red flashing light from the device. Pressing the buttons would not stop it. The customer¿s blood glucose during the incident was unknown. They were sunbathing when the error occurred. The device was not bumped or dropped. They were advised that the device should be replaced. They were advised to discontinue use of the device and revert to back-up plan. The device will not be returned for analysis.